Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia- complex regional pain syndrome. It was reported that the patient was having some kind of issue with their system because they requested a session to adjust their stimulation. The healthcare provider didn't have further details regarding why they wanted their stimulation adjusted. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had been having to recharge more frequently, and that the battery was going down quickly/not holding a charge starting about a year ago. The patient also mentioned that they had been having neck pain for the past 2 years. A myelogram done on (B)(6) 2018 showed that the lead was still in position and not laying against a nerve. The hcp could not understand why the patient was having this neck pain. The rep was informed of the issue and a battery check was done which indicated that it was time for the ins to be replaced (normal battery depletion). The patient was redirected to follow-up with their hcp. No further complications were reported.

Manufacturer narrative:
Correction - the previous supplemental report did not have 'adverse event and product problem' selected. It has now been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the of the fast ins depletion/frequent charging was due to the patient's impending need for a battery replacement. At the time of the meeting the patient had scheduled appointments with a neurosurgeon to have a myelogram to address stimulation lead and other possible causes for neck pain. There has been no new diagnosis for neck pain. The patient stated he would like to continue with their therapy. The patient has an appointment on (B)(6) 2018 to schedule a battery replacement. All information has been confirmed with the physician. No further information was reported.